Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 clips were coming out by the side of the jaws. The ligaclips were locking and the clips did not close properly. The device is being sent back with the (5) malformed clips. There was no consequence to the patient.